Manufacturer narrative:
This event was previously included in summary of 2 field under 1060818-2023-09372. This event is being field separately to reduce the total of 1060818-2023-09372 from 2 to 1.

Event description:
Implant failed to osseointegrate.